Event description:
Post shoulder procedure the catheter broke during its removal. An x-ray was performed but nothing could be seen. The dr indicated that they would not re-open the patient to locate the fragment. The patient is currently doing fine.